Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pen needles could not be detached from the pen with the outer cover. The following information was provided by the initial reporter:this is a report about the inability to detach pen needle from pen. Directly calling cs, the patient reported that the pen needle could not be detached from the pen with the outer cover after insulin injection.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pen needles could not be detached from the pen with the outer cover. The following information was provided by the initial reporter:this is a report about the inability to detach pen needle from pen. Directly calling cs, the patient reported that the pen needle could not be detached from the pen with the outer cover after insulin injection.